Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was hypoxia. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 7 mg/dl at the time of hospitalization. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer's widower declined to answer further questions. The caller did not state whether they agreed or declined to return the insulin pump for analysis.